Event description:
The information provided to sjm indicated a patient underwent mitral valve replacement in (B)(6) 2011 with a sjm biocor stented tissue valve. The patient presented with shortness of breath and severe exertional regurgitation on a follow up echo. The valve was explanted on (B)(6) 2013 due to two commissural tears on the leaflets. The valve was replaced with another sjm biocor stented tissue valve.